Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous lesion in the right coronary artery (rca). A 3.0x18mm xience prime drug eluting stent (des) was implanted at the target lesion and post dilatation was performed. A distal edge dissection was noted, so another xience prime stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.